Event description:
It was reported to the manufacturer that 4web custom-made device was explanted a year after initial surgery. It was informed that the patient had active infection during the intial surgery performed on (B)(6) 2024. The 4web device was explanted on (B)(6) 2026 due to infection and was replaced by an anti-biotic spacer. The patient will undergo another surgery to replace the spacer with a 4web custom made device.the date of surgery has not been finalized yet.

Manufacturer narrative:
The subject of this filing was uniquely designed for this patient's specific pathology by the prescribing physician. No product was returned to the manufacturer. The production records were reviewed for the product involved, no manufacturing deficiences were identified that could have contributed to this event. The cause of the event could not be determined.